Event description:
It was reported that during a follow-up, the pt experienced unanticipated therapy due to the device interpreting tachycardia as fv. The physician decided to reprogram the device and preform an induction test. The device remains implanted and in service.

Manufacturer narrative:
All info provided by manufacturer,no medwatch filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no charge to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
All info provided by manufacturer,no medwatch filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no charge to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.